Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a 281 error. There was no report of injury or medical intervention. No additional patient or event information is available. It was reported that receiver was exposed to water damage. The dexcom g5 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time.